Manufacturer narrative:
Findings: motor error alarm during rewind due to motor encoder signal out of phase. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 94 mg/dl. The customer stated that there is no signficant events leading to the alarm. Customer was advised to discontinue use of the insulin and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.